Event description:
It was reported that this recently implanted cardiac resynchronization therapy pacemaker (crt-p) device was suspected to be depleting prematurely as its power consumption had increased to 336% in about five months. The health care professional (hcp) also noted that the lv lead pacing impedance measurements had decreased to 200 ohms. A request was made to have data from this device analyzed. Device data was sent to engineering which confirmed the presence of a higher-than-normal current drain condition. Over time, this anomaly could result in rapid battery depletion, ineffective pacing and lead damage due to corrosion. Device and lead replacement was recommended. At this time, the crt-p and lv lead remain in service. No adverse patient effects were reported. Subsequent additional information was provided that reported that a device replacement procedure was performed, where the cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced with a new device due to premature battery depletion (pbd). No additional adverse patient effects were reported. This crt-p was returned to facility for analysis.

Event description:
It was reported that this recently implanted cardiac resynchronization therapy pacemaker (crt-p) device was suspected to be depleting prematurely as its power consumption had increased to 336% in about five months. The health care professional (hcp) also noted that the lv lead pacing impedance measurements had decreased to 200 ohms. A request was made to have data from this device analyzed. Device data was sent to engineering which confirmed the presence of a higher-than-normal current drain condition. Over time, this anomaly could result in rapid battery depletion, ineffective pacing and lead damage due to corrosion. Device and lead replacement was recommended. At this time, the crt-p and lv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported premature battery depletion (pbd) and drop in pacing impedances.

Event description:
It was reported that this recently implanted cardiac resynchronization therapy pacemaker (crt-p) device was suspected to be depleting prematurely as its power consumption had increased to 336% in about five months. The health care professional (hcp) also noted that the lv lead pacing impedance measurements had decreased to 200 ohms. A request was made to have data from this device analyzed. Device data was sent to engineering which confirmed the presence of a higher-than-normal current drain condition. Over time, this anomaly could result in rapid battery depletion, ineffective pacing and lead damage due to corrosion. Device and lead replacement was recommended. At this time, the crt-p and lv lead remain in service. No adverse patient effects were reported. Subsequent additional information was provided that reported that a device replacement procedure was performed, where the cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced with a new device due to premature battery depletion (pbd). No additional adverse patient effects were reported. This crt-p was returned to facility for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported premature battery depletion (pbd) and drop in pacing impedances.